Manufacturer narrative:
New information indicated the patient was hospitalized as a result of the event. Concomitant medical products: product ID 3389-28, lot# 0210495566, implanted: (B)(6) 2015, product type lead, product ID 3389-28, lot# 0210495567, implanted: (B)(6) 2015, product type lead, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was hospitalized related to the event and reprogramming occurred on (B)(6) 2018.

Event description:
Additional information was received. Radiography/radiology showed no breakage and no disconnection. The cause of the high impedances was not known. The patient elected to continue medical follow-up without perioperative testing to find the problem. No further complications were reported.

Manufacturer narrative:
Estimated age at time of event based on age at study baseline and date of event. A4: weight at study baseline. D11: product ID: 3389-28, lot# 0210495566, implanted: (B)(6) 2015, product type lead product ID: 3389-28, lot# 0210495567, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015. Product type: extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was high impedance on slots 8 and 9. Diagnostic methods included device interrogation/device data on (B)(6) 2018. Interventions included radiology and unscheduled clinic/office visit. Etiology was described as related to device/therapy, and not related to procedure with an unknown other etiology. The outcome was ongoing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was resolved without sequela on (B)(6) 2019.